Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation replicated the reported issue. The usm was tested on an in-house system in normal mode and had error 23096. The usm was also found to fail the chipencoder virtual absolute (cva) characterization on the insertion with error 23065. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, repeated errors occurred against universal surgical manipulator 3 (usm). The intuitive surgical, inc. (Isi) clinical sales representative (csr) reporting the issue emailed the system log images to the isi technical service engineer (tse). The logs indicated a failure of usm 3 axis 3. The customer disabled usm 3 to continue the procedure. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue after turning the system on. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the ports were placed when the reported issue occurred. The system functionality was checked upon powering on the system. The system powered on with no errors.